Manufacturer narrative:
The insulin pump was received with loose retainer ring and glue like substance holding it in place. The p-cap / reservoir locked properly. The pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was received with partially broken off piece of the reservoir tube lip, cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. No traces of moisture were found per visual inspection of electronic and motor assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer states the pump has cosmetic damage. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage and the reservoir locks into place.